Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for c reactive protein (crp4) on a cobas 4000 c (311) stand alone system. The initial result was 428.33 mg/l with a data flag. The sample was automatically diluted and the result was 0.32 mg/l with a data flag. The diluted result was reported outside of the laboratory as < 1 mg/l. The result of < 1 mg/l was questioned as 6 hours later a new sample was obtained and the patient had a crp4 result of 521 mg/l. On (B)(6) 2022 the original sample was repeated with a result of 427.70 mg/l with a data flag. The sample was automatically diluted and the result was 501.67 mg/l. The crp4 reagent lot number was 610879. The expiration date was not provided.

Manufacturer narrative:
The customer repeated several other samples tested for crp4 and no discrepant results were identified. The customer stated qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
Service personnel checked the gear head pump pressure, and performed adjustments and checks on various different sample probe positions. The hardware check results were within specification. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.